Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. There was one tachycardia episode noted which was terminated with anti-tachycardia pacing (atp). There was also a pacemaker mediated tachycardia (pmt) episode due to exceeding the maximum tracking rate. The threshold measurements increased from 2 volts at .5 milliseconds to 2.5 volts at 1 millisecond. A technical services (ts) consultant was contacted regarding this issue and suggested troubleshooting prior to replacing the device. Ts suggested they first check the connections before disconnecting, make sure they can visibly see the lead tip past the connector block and gently tug on the lead to ensure the lead cannot be pulled out of the header. Once the connection has been confirmed, test with a pacing system analyzer (psa) and see if measurements through the psa are also out of range. A revision procedure was performed and the right ventricular (rv) pace/sense pin was removed from the device header and tested through the psa and pacing impedances were between 360-400 ohms, r-wave measurements were 10 millivolts, and threshold measurements were 0.8 volts at 0.5 milliseconds. The device's pacing impedance measurements were between 700-1200 ohms, threshold measurements were 2.1 volts and r-wave measurements were 12 millivolts. The physician flushed out the rv lead pace/sense port and used mineral oil which was not successful. The physician indicated they believe there is a header issue. Ts indicated this could still be a lead issue as there was nothing indicative of a header issue. The physician did not want to implant a separate rate/sense lead; therefore, a new device was implanted. When the new device was connected to the chronic rv lead, pacing impedance, r-waves, and threshold measurements were within normal limits.